Manufacturer narrative:
It was reported on october 7, 2015, that the patient underwent an initial right knee procedure on (B)(6) 2015. Subsequently, the patient was experiencing post-op symptoms that may be related to an allergy to the cement. It was determined that the cement was a zimmer palacos r+g bone cement. The consumer had called on (B)(6) 2015 and the tests had confirmed that the patient had allergy to the bone cement. She requested for additional product information. This reported event was initiated as a request for additional information on allergies to bone cement. The reported batch number was not a zimmer biomet palacos cement lot number. All zimmer biomet trace lot numbers for this product line are 8 digits long. Consequently, a review of the specific batch device history record (DHR) could not be performed. The palacos cement is an original equipment manufacturers (OEM) product produced by heraeus medical. Zimmer biomet is the licensed distributor for this product line in the united states. A supplier field complaint information request (scir) was forwarded to heraeus medical on this complaint. The response to that scir is as follows: we would like to refer to your inquiry about information on potential allergic or sensitivity reactions to ingredients of pmma bone cements. From the literature and our own long-term observations there have been very rarely cases of allergic reactions in patients to individual components of pmma bone cement (cf. Thomas etal., 2008 ¿allergy to bone cement components¿). Cured bone cements from heraeus medical have been studied in accordance with din en iso 10993-10 (2003-02): biological evaluation of medical devices part 10: ¿tests for irritation and sensitization¿ and generally show no sensitizing potential. Cured palacos bone cements can contain very small amounts of benzoyl peroxide, hydroquinone, n, n-dimethyl-p-toluidine, methyl methacrylate, chlorophyll, zirconium dioxide, and in gentamicin-containing bone cements, also gentamicin sulfate. An allergy testing (skin patch test) for individual cement components can easily be misinterpreted and/or even cause an allergy. Therefore, we recommend to address open questions to the ¿working group on allergy and immunological aspects of the implant material incompatibility¿ (allergomat): http://allergomat.klinikum.uni-muenchen.de/en/ no additional zimmer biomet recommended actions are warranted at this time.

Manufacturer narrative:
The investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported on (B)(6) 2015, that the patient underwent an initial right knee procedure on (B)(6) 2015. Subsequently, the patient was experiencing post-op symptoms that may be related to an allergy to the cement. It was determined that the cement was a zimmer palacos r+g bone cement. The consumer had called on (B)(6) 2015 and the tests had confirmed that the patient had allergy to the bone cement.